Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(4) 2010. The needle was broken at the swage when the surgeon was just going to use it. The surgeon grasped the needle at the swage with the needle-holder. No fragment remained in the patient's body and there was no adverse consequence to the patient.